Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and replaced the touch frame printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 840 ventilator had a blank screen. There was no patient involvement.